Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. The data showed that the first priming sequence ended at pulse 32 and deactivation occurred at pulse 42. The device did not run enough pulses during the priming sequence to deploy the needle mechanism. A rotational sensor error was present in the download data. The device was reset, connected to a pdm and delivered a 5-unit bolus . The needle mechanism deployed during the reset run. Rotational sensor errors were present in the reset data. Found contamination on the commutator cap. Based on the data and visual inspection of the commutator cap, it was determined that the contaminant contributed to the reported symptom.